Manufacturer narrative:
D6b explant date unknown. The investigation for the reported leak issue has been completed. The product was returned, and the issue was confirmed. The returned product was visually inspected and a damaged white flush valve was confirmed. Per the results of the clinical review and investigation, the root cause was determined to be a damaged white flush valve. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with unknown demographics in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the white valve on the red side arm was leaking and the pin at the white valve dislocated and could not be reinserted with no further information provided.